Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to remove the device from the pt's anatomy. The starclose se device clip achieved hemostasis. When the device was removed, the locator wings were bent, but were not missing parts. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed and in the access port activated configuration. The plunger and vessel locator wings were in the deployed position indicating post procedure manipulation and this may have contributed to the breakage of the one locator wing. The vessel locator presented an intact pusher body joint, one broken wing and three bent wings. A wing attachment points were secure within the vessel locator assembly. The sheath was fully slit and there were no abnormal observations on the device handle, sheath or delivery tube. All internal components were in the proper post clip deployed access port activated positions with the exception of the redeployed plunger and related interacting components. No damage was detected. A possible cause for the damaged locator wings may have been either procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wigs during the deployment of the clip delivery tube set through the tissue tract. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can inhibit correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body, scar tissue, calcification etc. That may prevent correct locator wing retraction may have been encountered; however, no anatomical info was supplied. Based on the investigation findings, the root cause for the reported event is related to the operational context in which the device was used. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.